Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Anemia: the cause of the injury was not determined due to insufficient clinical details. Pump suction: data log review confirms suction events occurring throughout the case. Placement signal was generally low throughout the case, and it's also seen trending down over time. Placement signal would increase following suction events, and clinical reported administering volume, which would resolve the suction. However, the placement signal was eventually decrease again, triggering suction multiple times during care. There were no motor current spikes observed. The cause of the suction was most likely due to the patients condition, as the downward trend in placement signal indicates that the patient could have been decompensating. The low placement signal values throughout the case could also mean the patient was experiencing volume issues, which is confirmed by suction resolving after volume administration, as stated in the clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced arrhythmia, anemia, and suction events during impella 5.5 patient support. While on support, there was a new onset of atrial fibrillation with rapid ventricular response. The patient was given a combination of digoxin and amiodarone. There were suction alarms and 250ml of albumin were given. There were occasional suction events after that. Hemoglobin was low so one unit of packed red blood cells was administered. The care was withdrawn and patient expired. The hospital care team do not believe the impella use was related to patients' death as family withdrew care.